Event description:
Information received indicates the bed siderail is not latching properly.

Manufacturer narrative:
The technician found the siderail d-pin was not straight. He straightened the d-pin to repair the bed.